Manufacturer narrative:
Other, other text: returned device was received the battery holder is corroded, front panel is bent, and bezel is cracked. During the evaluation of the device the customer reported condition was confirmed. Problem source is unknown. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information received a smiths medical ventilators/pneupac ventilators ventipac during testing the high and low pressure alarms were not audible. No patient adverse event.